Event description:
It was reported that the patient was given intravenous infusion of protonix. The protonix pump infusion rate was appearing correct, but the entire 50ml was emptied very quickly. It was noted that the device showed 44ml left to be infused and being administered at a rate of 10ml/hour. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
Additional information: imdrf annex g grid. Omit: g02001 - antenna.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd .

Event description:
It was reported that the patient was given intravenous infusion of protonix. The protonix pump infusion rate was appearing correct, but the entire 50ml was emptied very quickly. It was noted that the device showed 44ml left to be infused and being administered at a rate of 10ml/hour. There was patient involvement but the information on patient impact is unknown.